Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead had high impedance measurements. No lead issue was detected, and the lead remains in use. No patient complications have been reported as a result of this event.